Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was attempted but did not meet release criteria. The 24mm device was removed and a 27mm watchman flx closure device and delivery system (wds) was implanted. The patient was kept overnight for observation. The following day, during the transthoracic echocardiogram (tte) exam prior to discharge, it was observed that the device had embolized and lodged in the left ventricular outflow tract (lvot) just underneath the aortic valve. The closure device was successfully capture percutaneously by bringing it into the descending aorta and using a non-bsc catheter-based retrieval system to retrieve it via the femoral access site. The patient remained stable throughout the procedure with no complications. The patient was discharged the next day.